Event description:
Procedure type: l.ant resec w/end-end anast. According to the reporter: firing was done as usual, but unstapling occurred right after. Blood lose was under 200cc. The operating time was extended over 30 minutes as a result. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).